Event description:
It was reported that during an unknown procedure, the device would not fire at the first firing. Another device was used to complete the case with no patient consequence. One device to be returned for analysis. There is no further information available.

Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with a 6r45w cartridge reload loaded on the device. The reload was received partially fired which indicates that the device's firing cycle was interrupted. The device was tested for functionality with test reloads on the three articulated positions; the device fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.